Event description:
Patient reported left side ¿capsular contracture baker grade iii/IV and pain". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, brown particles inside the device and wear abrasion. Leak test was performed and found opening on the device. A microscopic analysis was performed which identify an three opening striated in the anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: three striated opening in the anterior side assessed as surgical damage. Additional, corrected and/or changed data: b.5, d.6b, d.9, g.1, h.3, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade iii/IV " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This event. Reason for reoperation: capsular contracture baker grade iii/IV and pain.

Event description:
Patient reported left side ¿capsular contracture baker grade iii/IV and pain". Device remains implanted.